Manufacturer narrative:
Findings: received vibrator motor with broken wire (negative). Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device is not vibrating. The customer stated that the pump battery is low. The customer was advised that vibrate mode will not work if pump is in the low battery status. The customer was advised to insert new aaa alkaline battery and assisted performing a self-test. The customer stated that the pump did not vibrate during the self-test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.